Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. The seal on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was broken when the dilator was inserted. It was difficult to advance the dilator into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. They noticed that they couldn't flush the sheath properly after the dilator was inserted. When the sheath was replaced, the issue resolved. The gasket itself that became dislodged and got stuck in the clear hub towards the bottom of the handle. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was never used on the patient as such, there was no patient consequence. The issues of resistance with sheath and irrigation occlusion issues are not considered to be MDR reportable since the potential that these could cause or contribute to a death or serious injury, or other significant adverse event, remote.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. The seal on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was broken when the dilator was inserted. It was difficult to advance the dilator into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. They noticed that they couldn't flush the sheath properly after the dilator was inserted. When the sheath was replaced, the issue resolved. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off-axis angle of insertion. Valve dislodgement occurs when extreme off-axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). The dilator and a good known lab sample catheter were introduced through the sheath, and no obstruction or resistance was felt. The dilator's outer diameter was measured, and dimensions were found within specifications. A device history record was performed for the finished device batch number, and no internal actions were identified. The resistance and occlusion issues reported by the customer could not be replicated during the product investigation but, they could be related to the separation valve. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
On (B)(6)-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)